Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed, under local anesthesia on (B)(6) 2023. Fiducial markers were placed one week previously to the spaceoar vue placement. Post spaceoar vue placement, the computerized tomography (CT) images were reviewed, and it was suspected that the gel migrated to the prostate. The physician believed that "some" of the hydrogel was also in the correct place. Additional information received on (B)(6) 2023, indicated that per CT review the hydrogel infiltrated the prostate parenchyma and also the venous plexus particularly on the left posterior side. The hydrogel was also seen in a circular pattern around the perimeter of the prostate. It was also reported that the patient experienced urinary retention for about a day and a half after the spaceoar vue placement procedure. The patient's symptoms had since passed. The plan was to do an abdomen and chest CT without contrast to ensure there was no embolus. As of (B)(6) 2023, the radiation plan was to do pelvic radiation therapy 50.4gy and then boost to a total of 79.2gy. As of (B)(6) 2023, it was indicated patient had received external beam (ebrt) radiation therapy.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced-vascular.